Event description:
Bovie pad applied to buttock first machine did not work. Second machine obtained weak coag noted. Setting increased x2. Due to continued weak coag, a 2nd bovie pencil was obtained, same thing occurred. A new pad was placed over thigh & pencil functioned well. 3 burns on buttock where original pad placed.